Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm an alert/notification settings issue rarely within the investigation window. However, egvs not updating was found in connection to the reported allegation. Insert one of the probable causes below.